Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance. The measurements were at 125 ohms. The device started beeping. There was no noise observed and the lead was stable. Troubleshooting was discussed with the health care professional. This rv lead remains in service. No adverse patient effects were reported.